Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had an out of regulation (oor) message on the pt's programmer. The impedances were measured and electrode 2 had >10,000 ohms. Electrode 3 impedance measurement was 9000 ohms. The stimulator was reprogrammed, and coverage was achieved for the pt's left leg, but not her right leg. Due to some other health issues, the pt was not going to have a revision at this time.